Event description:
It was reported that the patient received inappropriate hv therapy due to post-sensed t wave oversensing. It was noted that the patient had not taken her medication in preparation of an unrelated surgery and it was suspected that this may have contributed to the oversensing. No programming changes have been at this time. Patient was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the device reached eri and was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported inappropriate therapy delivery and sensing anomaly were confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.